Manufacturer narrative:
Date of event: (B)(6) 2020.date of report: 12feb2020.

Event description:
The customer reported that a noise was confirmed on the device. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported.

Manufacturer narrative:
G4: 07apr2020. B4: 08apr2020. The device was evaluated by the field service engineer. It was discovered that the noise was caused by the blower engine speed during the time of change between ipap and epap which was not an anomaly. The field service engineer adjusted the vibration proof ring as a precaution. The device functions as intended. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.